Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve. The patient suffered a retroperitoneal hemorrhage requiring prolonged hospitalization, surgical intervention. A retroperitoneal bleed occurred which was discovered after the procedure. The reporter states they were made aware of the issue today. The bleed was confirmed via a CT scan and interventional angioplasty, where the patient had a femoral stent placed in the femoral artery, the caller is unsure of which side. During the procedure, the reporter states there were no issues. The issue was discovered when the patient had a drop in their blood pressure while in the recovery room. The patient had no hematoma noted at the access site. The patient went to have a CT scan and it was confirmed the patient had a retroperitoneal bleed. The patient is stable and stayed overnight for observation. They used a preface sheath, agilis sheath, and various short sheaths during the procedure. They did not use a vizigo sheath. All sheaths and catheters have been discarded. Additional information: physician¿s opinion on the cause of this adverse event: procedure. Accidental stick of artery during venous access. Intervention provided: manual pressure, then stent in artery. Patient outcome: fully recovered. Extended hospital stay: overnight observation. Intervention happened late in day. Inr was 1.91. Generator used was a smartablate. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6-dec-2021, the product investigation was completed as the complaint device was not returned. It was reported that a 72-year-old female (102kg) underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve. The patient suffered a retroperitoneal hemorrhage requiring prolonged hospitalization, surgical intervention. A retroperitoneal bleed occurred which was discovered after the procedure. The reporter states they were made aware of the issue today. The bleed was confirmed via a CT scan and interventional angioplasty, where the patient had a femoral stent placed in the femoral artery, the caller is unsure of which side. During the procedure, the reporter states there were no issues. The issue was discovered when the patient had a drop in their blood pressure while in the recovery room. The patient had no hematoma noted at the access site. The patient went to have a CT scan and it was confirmed the patient had a retroperitoneal bleed. The patient is stable and stayed overnight for observation. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed for finished device number 17990184, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).